Event description:
The dentist reported a fractured screw. The dentist was able to remove the fractured portion of the screw and the implant remain placed.

Manufacturer narrative:
The customer returned three screws for three different complaints. It is unknown which screw is associated with each complaint. One of the screws looks like iuniht; the other screws do not appear to be iuniht. The screws returned could potentially be a competitor screw as a review of the product catalog does not show a screw that matches the unknown screws. Visual inspection reveals that the screws have been in use. Examination reveals the portions of the fractured screws have been returned with the exception of one, which is stated to have been left in an unknown implant. The implant was not returned. The lot numbers for the screws and the lot number for the implant were not provided and therefore the device history record reviews could not be completed. A definitive root cause has not been determined.